Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
During a svc event, the manufacturer's field svc engineer (fse) noted that the unit had no ac power. The fse replaced the power supply to correct the finding. The unit was being serviced, there is no pt involvement. The device passed all applicable testing.